Event description:
It was reported that a failed occlusion test at 41.46 (during testing/no patient injury).

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found high pressure and no disposable messages in the event history log. Functional testing found the pump failed psi testing on the pressure station. The downstream sensor needs to be replaced. The root cause of the reported issue was found to be component failure.